Manufacturer narrative:
The facility representative reported a "broken". Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary:a baxter service technician evaluated the pump and found a broken door. The reported condition of a broken pump was confirmed due to a broken door. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned for service. During service by baxter, a broken door was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.